Manufacturer narrative:
Device manufacturer address: the device was manufactured at one of the following facilities: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets had connection issues. It was further reported that the sets would disconnect or de-thread on their own which resulted in a leak. It was additionally reported that the sets would also disconnect from the tubing of a non baxter syringe when dye was introduced for a computerized tomography (CT) scan. This issue was identified during multiple process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was additionally reported that the one-link sets would also disconnect from the pressure tubing set (non-baxter) (previously reported as syringe) when dye was introduced for a computerized tomography (CT) scan. It was further reported that the pressure tubing set (non-baxter) was used with a power injector (non-baxter). Correction of medrad syringe to medrad pressure tubing, medrad power injector, and contrast the actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed and no defects were noted. Functional testing, including clear passage and pressure testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.